Event description:
The customer stated that the insulin pump was not alerting them about low battery and the insulin pump had unresponsive buttons. The customer also reported high blood glucose over the last month. Troubleshooting was performed for off no power alarm. The customer stated that it was the second occurrence of off no power without a low battery warning. The customer stated that they had used a coppertop battery. And over the last four weeks they had changed the battery at least three to four times. The customer's blood glucose at the time of the phone call was 154 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Please see medwatch report 2032227-2014-23086.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.